Manufacturer narrative:
Implant regio 45 fractured. Construction is unknown. Opg showed significant periimplantitis following bone loss and implant instability fracture was caused by mechanical overloading of the implant. Report was re-submitted because the submission protocol identified an error during submission. Initial report was done 01/28/2021 final report was done 03/15/2021. This report is a corrected initial and final combination report

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.